Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, loss of atrial capture was observed. The device was programmed to high output (7.5v, 1.5ms) to provide an adequate threshold margin. The thresholds were 5.0v, 0.8ms and 3.75v, 1.5ms. A low sensing threshold of 0.3mv was also noted. The programmed settings were acceptable to the physician.